Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-00715. Patient presented for a pacemaker explant procedure. Upon interrogation prior to the procedure, it was noted that the right ventricular - rv lead exhibited loss of capture and noise and the atrial lead exhibited high capture threshold. The rv and atrial leads were capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.